Manufacturer narrative:
(B)(4). An evaluation of the device was conducted. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A lab titanium adapter was functionally tightened to the set with difficulty noted. The device was confirmed for the reported problem. Dimensional inspection of the returned device identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 2 for this event. It was reported that the patient connector of the transfer set would not connect tightly to the titanium adapter on the patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available.